Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill unit broke during drilling over the guidewire 1.1mm in the patients humerus. All the fragments that were split could be removed. It was also reported that an internal review by the medical director was performed and the x-ray images didn¿t allow verification of the drill breakage reported in the complaint. There was an unknown surgical delay due to removal of the broken pieces and setting a new guide wire. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hsz, gfa, and gff. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.